Event description:
Caller reported occlusion alarm occurred. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed to troubleshoot by disconnecting and adjusting the tubing and delivering a bolus, and was informed about affected insulin on board. The occlusion alarm recurred, leading to further instructions for the tubing and bolus delivery. Technical support ended the live troubleshooting. The customer planned to replace supplies at home, and the pump was replaced due to recurring cartridge alarms. Customer will continue to use current pump for insulin delivery.